Event description:
On (B)(6) 2010, leica biosystems was notified about a complaint from (B)(6) of suboptimal processing from a peloris tissue processor. The event occurred on (B)(6) 2010.

Manufacturer narrative:
Method: leica on site investigation determined that the customer had used both recycled isopropanol containing 10 to 15% water and recycled ethanol that was assigned a concentration of 100% in the instrument software when its actual concentration was 93-95%, when the tissue was processed. Neither of these reagents was suitable for use on this protocol on the peloris tissue processor. The customer reprocessed the tissue twice with acetone and found them difficult to cut. Leica support staff attended the customer site, rehydrated the samples in buffer overnight and processed them for 2hr on a peloris with new reagents. The samples were able to be sectioned and acceptable for diagnosis. A review of the instrument logs could not be conducted, because despite four requests from leica microsystems, the logs were not provided. The investigation concluded that the final root cause was incorrect use of the instrument by the user. The instrument has been returned to routine use.